Event description:
Company received a report a newborn premature infant was intubated using a 2.5 uncuffed murphy endotracheal tube and a 6fr stylet. After intubation the infant was placed on a ventilator with subsequent difficulty ventilation. The heart rate started to decrease. Chest compressions were initiated and a cxr was obtained. The baby was ventilated using bag to tube with 100% oxygen. There was some increase in the heart rate. An x-ray revealed an object in the right mainstream bronchus. The baby was extubated. When the tube was pulled, they noted that a portion of the sheath from the intubation stylet was extending beyond the distal tip of the tube. The baby was successfully reintubated using a like tube and placed back on the ventilator. A chest x-ray verified position of the tube and that the right mainstream bronchus was clear of any obstruction.